Event description:
The initial report to co that a neonate tracheostomy tube fractured after being in a pt for 282 days came to co via a fax from engineer. He stated that the neonate tube was in the pt between 9/22/94 & 7/1/95. The info received to date indicates that the tracheostomy tube fractured and may have contributed to the asphyxiation of the pt. The subject tracheostomy tube is alleged to have been mfg by co. This is all the info co has at this time. A full investigation is underway.